Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7282582, UDI: (B)(4).

Event description:
It was reported that during the trial period the patient experienced neck pai which made patient hard to move and also headaches. The spinal cord stimulator trial lead was removed and will not be return as it was disposed at the facility. The patient was doing well post operatively.